Event description:
During a procedure, when the generator was powered on, the probe lights cycled and the on light was green, however the screen remained black and an audible alarm sounded. The outlet was changed and the generator was restarted multiple times, however the issue remained. The procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator sn (B)(4) was received into the lab for analysis. Ac power was applied to the generator, which failed to complete the boot sequence with only a black screen displayed. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. Depleted cmos voltage has resulted in default bios settings being loaded which has altered the normal boot sequence. No addition functional testing was performed as the condition of the device does not allow further testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.